Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited an unspecified capture issue. The lead was capped and replaced on (B)(6) 2019.

Event description:
New information received noted that during in-clinic interrogation, the right ventricular lead exhibited high threshold and occasional noise due to isometrics. The lead was capped and replaced on (B)(6) 2019. The patient was stable before and after the procedure.